Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation therapy. Reprogramming did not resolve the issue. Follow-up identified a CT scan showed the patient's spine hardware is not fusing properly and is causing the patient pain. There are no plans to address the scs system at this time. The patient is pending a consultation with a spine surgeon to address the spine fusion/ hardware issue.